Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal dialysis infection. The site of the infection was not specified. The cause was not reported. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug for the event. On an unreported date, dianeal therapy was discontinued ¿during the treatment¿. At the time of this report, the patient was recovered from the event. No additional information is available as the reporter declined to provide any further information.